Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: this complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). No patient name or contact information was provided, therefore no follow up can be completed at this time. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Given that no lot number was provided, a manufacturing record evaluation (mre) or sterile load review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This file is a review of the following journal article: tanaka, y, et al (2013) one case of metal allergy onset following shoulder rotator cuff suture surgery. The journal of the japanese society of orthopedics & traumatology, vol. 4, pages 673-675.(japan). The study emphasizes on the experience with one case, which is considered to be rare, of allergic reaction to titanium metal anchors following an arcr surgery. The patients evaluated on course of this study: a (B)(6)-year old, female. The article describes the following procedure: an arcr and an arthroscopic calculus removal procedure for refractory, chronic calculus-deposited rotator cuff inflammation on the right shoulder as conservative treatment. The devices involved were: fastin rc.